Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jun-27. The rep indicated that the cause of the charging frequency was due to the setting on high density (hd). They would try to adjust their settings to decrease the demand on the device at their next appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via manufacturer representative. It was reported that the patient was having numbness bilaterally while in a sitting position since the implant surgery. It was also that the patient was having numbness in their right arm. It was noted that the ins was providing relief and all connections were good. The physician recommended the patient get a MRI to check for cord compression or bleeding. No further complications are anticipated. Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The cause of the numbness is yet to be known. The patient is in the process of scheduling an MRI per the physician¿s request. This is all of the information that they have at this time. No further complications were reported/are anticipated. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient had the implantable neurostimulator (ins) changed to high density (hd) settings to see if that would help their leg weakness and back pain. The patient stated that the hd settings were helping with their leg weakness and pain, but their back still had some discomfort. The patient stated they would have to recharge their device after 4-5 hours of use. The patient also complained of thoracic radiculopathy that would radiate from the lead in their back to their right rib cage area. They stated that this was evident after the surgery. The patient had a follow up appointment with the neurosurgeon on (B)(6). The rep stated they would try to see if the patient was at this appointment to continue to troubleshoot and reprogram the device if necessary. The rep was not aware of what was causing the radiculopathy, as the issue was evident with the stimulation on or off. No further complications were reported. Follow up was conducted.